Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the right ventricular (rv) lead exhibited failure to sense and had dislodged multiple times. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. There were no patient consequences.